Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. An unknown point during the case, a pericardial effusion was noted. The device was successfully implanted. No further information is known at this time. This report will be updated should additional information become available.